Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer had a loss of left eye video in the surgeon side console (ssc). Prior to calling in, the customer swapped out endoscopes and the issue remained. The customer then power cycled the system, and the video was not present in the left eye. The customer didn't check to see if the video was also lost on the vision cart monitor. But earlier this week, the left eye was missing at both the ssc and vision side cart (vsc). The isi technical support engineer (tse) found no logs available prior to the power cycle. The issue is ongoing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site twice. During the first visit the isi fse and replaced video processor (vp) but the issue persisted. The isi fse went on site the second time and replaced endoscopic controller (ec). The system was tested and verified as ready for use. Isi received a da vinci products involved with this complaint to perform failure analysis. The vp part was analyzed and found to have no failures. The technician used test equipment to evaluate the vp. The unit was installed into the test system and running video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. The system came up with no errors and good video. The issue could not be replicated. In addition, technician ran 40 power cycles and idle/test with other units for 32 hours. No failures reported. The ec was analyzed and found to have no failures. The unit was installed into the test system and running video test, 10 power cycles and sitting idle for 1 hour. The system came up with no errors and good video on both eyes with no issue. The ec was worked as normal. The issue was not replicated. The technician performed light engine sensor check and is over >5%. Light engine will be replaced. The complaint was not confirmed based on the field evaluation/failure analysis. A review of the site's complaint history identifies complaints related to this event. The report under patient identifier (B)(6) documents the first occurrence of the event on (B)(6) 2024, patient identifier (B)(6) documented the second recurrence of the issue on (B)(6) 2024, and the third instance recorded in patient identifier (B)(6) on (B)(6) 2024.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) fse went on site and replaced the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc). The hrsv was analyzed and found to have error 119 in the logs. During in-house testing the unit was installed to pca xi system. No image in the left eye when powering on the surgeon side console (ssc) was noted. The complaint was confirmed based on the field evaluation and failure analysis. The pmsc was analyzed and found to have no failures. Failure analysis was unable to replicate the reported problem by installing this module into system and running 10 minutes sine cycle, 20 power cycle and sitting idle for 15 hours. There were no errors and there was good video on both eye with no anomalies.